Event description:
It was reported that during a hip arthroscopy procedure using the super turbovac 90 icw, some of the balls that secure the electrode screen on to the wand, detached. The balls were able to be removed from the surgical site using graspers, with minimal delay. The surgeon is confident that all debris was retrieved from the patient. There was no significant delay of patient complications reported as a result of this event.